Event description:
False positive advia centaur troponin ultra results were obtained for samples from several patients. The emergency room nurse questioned the results. The customer ran quality control for troponin and the results were out of range. The customer replaced the reagent pack. Quality control was run on the new reagent pack and was within range. Repeat testing was performed for the patient samples on a different instrument and the results were negative. Corrected reports were issued. All the samples were from emergency room patients and some of the patients were admitted to the hospital. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The customer declined service. The cause for the discordant troponin ultra results may be attributed to the reagent pack since the quality control was out of range. The customer believes the issue was resolved with the new reagent pack. No other discordant results were observed. The instrument is performing within specifications. No further evaluation of the device is required.